Event description:
It was reported that during the implant procedure, the device was removed from the box and was found to be at elective replacement indicators (eri) with a high battery impedance. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.